Event description:
It was reported by service report that the zoom drive stopped working while in use. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - csi box.